Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Trochanteric bolt was revised due to loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 22-301303 arcos con sz c std 701674; 22-300816 arcos spl tpr dist 660500; 11-363662 cocr mod hd std 581190; pt-106058 regen/rnglc+ multi 799470; ep-105894 epoly rlc 868530. Report source: occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately 4 years post implantation due to a loose trochanteric bolt. Attempts have been made and no further information has been provided. No additional patient consequences were reported.